Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was manually brushed, flushed and then failed the reprocessing when using a medivator automatic endoscope reprocessor (aer). There was no delay to starting precleaning, the customer did presoak the endoscope in detergent solution, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the distal end insulation resistance was low. Due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity was not met. The bending angle in the up direction did not meet standard value due to wear of the angle wire. The adhesive around the objective lens and light guide lens had wear. The plastic distal end cover had scratch and the adhesive around the bending section rubber had a crack. The switch 1 had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope air channel was blocked. The issue was found during reprocessing after a diagnostic colonoscopy. The procedure was completed with the device. Inspection and testing of the returned device found that the air nozzle was blocked with black colored foreign debris. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and was presumed to be a piece of black rubber - however, the material clogged in the nozzle was unable to be definitively specified. Moreover, no deformation/physical damage of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): - IFU: operation manual chapter 3 preparation and inspection states detection method. - IFU: reprocessing manual chapter 5 reprocessing the endoscope states detection method. Olympus will continue to monitor field performance for this device.